Event description:
The pt reported experiencing frequent elevated blood glucose of up to 300 mg/dl during the beginning of (B) (6) 2009. She bolused through the infusion device but was unable to lower blood glucose levels. She stated the infusion device made abnormal noises during bolus delivery. She injected insulin via pen to lower blood glucose levels and switched to the back up infusion device on (B) (6) 2010. Her normal blood glucose range is 90-120 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.